Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully placed. After deployment, the clip opened continuously to approximately 20 degrees. An additional clip was attempted to be implanted, but became entangled within the chordae. Troubleshooting was preformed successfully, the clip was removed from the patient and the procedure was discontinued. The clip remained stable on the leaflets. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported clip opening while locked. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause for the reported clip opening while locked could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.